Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings assessed, as surgical damage. As per the investigation procedure: observed, broken on the plug strap assessed, as surgical damage. And missing of plug strap assessed, as inconclusive. Also observed, creases, particles. And wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.